Manufacturer narrative:
Device evaluation: one used device was r4eceived for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause of the leak on the bag is due to an assembly error during manufacturing, the leakage observed at the blue connector circuit junction is unknown. Additionally, the complaint of holes in tubing cannot be confirmed.

Manufacturer narrative:
B3: unknown; year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leakage/holes were found in the tubing intraoperation while the anesthesia circuit was connected to an intubated patient. The circuit was replaced to address this issue and a pregnant technician in the operating room was exposed to anesthesia gasses. No patient harm/adverse event was reported.